Event description:
Rn went to initiate new infusion, then identified different infusion back filling with blood from femoral cvc(central venous catheter) catheter line into infusion tubing and blood leaking out onto bed. Identified a small crack in line. Unknown how long line was open, case followed by infection control for risk of central line-associated bloodstream infection. Reported to vendor: (B)(4).